Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead model 3889-28 lot # va19pkh showed no significant anomalies. The lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. Analysis identified a break in the insulation under the #3 electrode at the distal end of the lead consistent with explant damage. Also, cosmetic environmental stress cracking (esc) was observed on the tines and seen in the outer insulation in between electrode sleeves. The continuity was acceptable and no shorts were seen between circuits. Normal impedances were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va19pkh, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had uncomfortable stimulation at any amplitude. The patient denied any falls. An impedance test showed out of range values. A surgical intervention occurred on (B)(6) 2019 where the lead was removed and replaced. The issue was reported as resolved at the time of report. Relevant medical history included diabetes, obesity, and decreased mobility. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on (B)(4) 2019 clarified that the impedance issue was that they were high. There were no further complications reported or anticipated.